Event description:
In 2008, the patient reported that the down button on his infusion device stopped responding 2 weeks ago. He stated that he has been using the standard bolus feature of the infusion device but he forgets to confirm the bolus resulting in elevated blood glucose. He stated that his blood glucose has elevated to 400 mg/dl and he has felt dehydrated with a sugary salivary taste in his mouth, and he experienced frequent urination. His normal blood glucose orange is 100-150 mg/dl. He treated elevated blood glucose by bolusing through his infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.